Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states the unit has an error code. Upon inspection the service tech reported that there was visible thermal damage to the power supply board. The top side of the board shows chunks missing from the top. There was a pin burnt so much it had completely lost contact with the board.

Manufacturer narrative:
An evaluation of the scd 700 compression system was performed for ¿visible thermal damage to the power supply board¿. Upon analysis the unit would not power up on battery or ac power. The ac power indicator was not responsive. Internal inspection found severe thermal damage on the power supply board. On the top side of the board it could be seen the u1 had chunks missing from the top. There was a pin burnt so much it had completely lost contact with the board. The actual board beneath the component was damaged to the extent that many traces and pads were completely severed and/or disintegrated. There was too much damage to the board material to determine the cause of the u1 to fail. Due to the extent of the residue with in the unit, the entire unit is being scrapped. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.